Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella 5.0 device for mechanical circulatory support. While on support, a thrombus and renal failure were noted. In addition, there were automated impella controller (aic) connectivity issues. The patient's ventricles were unable to be seen due to a suspected intra cardiac clot. The patient was immediately taken for a CT for further testing. The patient was switched from lasix to bumex. Continuous renal replacement therapy (crrt) was started. Ultimately, care was withdrawn and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.